Event description:
It was reported while using an unspecified bd conventional pen needle the device was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter: the patient received somatropin (rdna origin) (humatrope) from a 24 mg cartridge via reusable device (humatropen 24 mg), beginning in 2021. Dose, frequency, route of administration and indication for use were not provided. On an unknown date, while on somatropin therapy, the device was hard to push down and he felt like it was failing. He could not push it down or get any leverage on it, the push down mechanism had completely failed. The device was also leaking out when it was pushed down on sometimes, it did not leak out at the needle but where the cartridge was attached. The leaking and hard to push issues had happened with several different cartridges (lot numbers unknown). The pen was not stored with a needle attached to the cartridge and a new needle was used every time; he was using bd 4 mm 32g needles. Since the device was leaking, he might not be getting the correct somatropin dose. The current cartridge was almost full, it was unknown if the injection button could had been pressed on the pen without a needle attached and if the rubber septum extended past the end of the cartridge holder, but the cartridge was correctly attached to the pen body (as reported) (lot number 1712l06; pc number (B)(4)). Outcome of the event was not recovered. Information regarding corrective treatment and somatropin therapy status was not provided.

Manufacturer narrative:
A.2. Patient¿s birthday was not provided, (B)(6) 2006 was used based on age of patient. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H6: investigation summary unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate (does not depress). The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.